Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. And no anomalies were found.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds during implant. The physician attempted to reposition the lead but was unable to establish better thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.